Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer reported multiple blood glucose values such as 300, 187 mg/dl, 579 mg/dl, 340 mg/dl, 189 mg/dl, 79 mg/dl. The customer did experienced the symptoms such as nausea. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer stated that he is not sure about drive support cap is it protruded, sticking or loose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.